Event description:
It was reported that the patient had pain and bruising while wearing the 72r electrodes. The patient stated that he wore the bone stimulator and had to remove it due to severe hip and leg pain on the side and that skin irritation occurred under the electrode. Since he took off the electrodes it has left a bruise on his back and the pain has slowly dissipated. It was later reported by the patient that he did see the doctor, but nothing was prescribed or recommended for the pain. The patient described the pain level as a 9 out of 10 and stated that he could not move from the pain. The patient has discontinued the use of the unit on his own. The patient was also reminded to return the product.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections: b4: date of this report added, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type. Additional information: d4: lot number, d9: device available for evaluation and returned to manufacturer date, e: occupation, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative. A visual inspection of the customer returned product was performed. Included was one pack of 72r electrodes part no. 106130-20 with lot no. 224506 received in a shipping mailer cushion envelope. The parts received look to be in good condition from the visual/cosmetic view. The certificate of conformance was requested and reviewed and there were no non-conformance's or deviations reported. Review of complaint history identified (65) total complaints from (jan 3, 2023) to (jan 3, 2024) for (B)(4) and events related to (electrode irritation/rash). Keyword search criteria: (complaint codes: electrode: irritation; electrode: rash). The search was specified to the lot no: 224506. The search identified 1 complaints. Review of complaint history identified (11) total complaints from (jan 3, 2023) to (jan 3, 2024) for (B)(4) and events related to (electrode irritation/rash). Keyword search criteria: (complaint codes: medical: pain). The search was specified to the lot no: 224506. The search identified 0 complaints. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient had pain and bruising while wearing the 72r electrodes. The patient stated that he wore the bone stimulator and had to remove it due to severe hip and leg pain on the side and that skin irritation occurred under the electrode. Since he took off the electrodes it has left a bruise on his back and the pain has slowly dissipated. It was later reported by the patient that he did see the doctor, but nothing was prescribed or recommended for the pain. The patient described the pain level as a 9 out of 10 and stated that he could not move from the pain. The patient has discontinued the use of the unit on his own. The patient was also reminded to return the product.